Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a partial lead was returned. An abrasion was noted on the outer insulation at 7.2 cm from the connector pin.

Event description:
It was reported that an ECG revealed the lead exhibited over sensing. A chest x-ray image showed that the lead was abraded. The lead was explanted and replaced.